Manufacturer narrative:
A specific root cause could not be identified. Based on the provided data, the root cause was assumed to be due to be either micro fibrin clots, insufficient sample volume or use of an incorrect sample cup type as analyzer alarms were noted on both days of the events.

Event description:
The customer received questionable bilirubin total gen.3 results for two patient samples and a questionable direct bilirubin result for one of the patient samples. Patient 1: initial results were total bilirubin 0.24 mg/dl and direct bilirubin 0.9 mg/dl. These results were reported outside the laboratory and questioned by the doctor. The sample was repeated on another instrument. The total bilirubin result was 12.90 mg/dl and the direct bilirubin result was 0.2 mg/dl. Patient 2: on (B)(6) 2015, the initial total bilirubin result was 0.20 mg/dl and was reported outside the laboratory and questioned by the doctor. The sample was repeated on another instrument and the total bilirubin result was 10.17 mg/dl. The repeat results were believed to be correct. There was no adverse event. The reagent lot numbers and expiration dates were requested, but were not provided. The field service representative could not find a cause. He performed precision testing with acceptable results. Successful calibration and quality control were performed. The calibration values were correlating with other two cobas c501 modules in the lab. All qc results were within the specified ranges and the instrument met operating specification.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.